Event description:
It was reported that the device exhibited premature elective replacement indicator (eri). The real-time measurement data revealed that the battery voltage dropped rapidly after 2008 follow-up visit. The device was replaced.

Manufacturer narrative:
The field event of premature eri was confirmed. The device initially tested normal on the automated electrical test system, but testing was disabled, possibly due to battery depletion. The current drain was normal. With a different battery, low voltage tests met all specifications. The original battery was sent to the manufacturer for further evaluation. An internal anomally on the positive battery pin resulted in the rapid battery depletion.